Manufacturer narrative:
The following field had been updated with additional information: h6 adverse event problem: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple failed pockets in drawers 2.1 and 2.2. A field service engineer replaced the retractor band in drawer 2.2 and reseated the row board ribbon cable and retractor band in drawer 2.1. After reconnecting all components and restarting the station, drawer 2.1 passed hardware test application (hta) testing. The drawer 2.2 initially failed at row b, but after manually removing row b pockets and reseating the ribbon cable, it also passed all tests successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.